Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during use on the homechoice (hc). The registered nurse (rn) stated that the home patient (hp) had disconnected from the set up after the alarm occurred. The hp could not identify anything that would have triggered the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.